Event description:
Initial surgery date (B)(6) 2011. Rec'd notice that during a 10 day post-op f/u it was determined that the cervical plate and screws were backing out from the spine. Surgeon did not revise immediately, because surgeon was awaiting indication of possible fusion since the pt was asymptomatic and was monitored until removal. Revision surgery occurred on (B)(6) 2011 and implants were forwarded to the MFR. During revision surgery the surgeon felt that incident may be attributed to kyphosis and/or osteoporosis. Intra-op verification affirmed that the self drilling cervical screws were engaged and posterior to bone. Cervical plate locking tabs remained in locked position.

Manufacturer narrative:
Plate and screws were removed, the cervical spacer was left in due to indications of fusion. Product was rec'd and verified that the lot DHR info did not indicate any anomalies that may have attributed to device failure. Product was evaluated under high magnification and photos taken from multiple views. Eval did not identify any issues with product beyond normal wear/tear expected during implantation/ removal. Surgeon did not perform a dexa scan to verify bone quality prior to surgery. Since there were no indications of any damage or actual device failure, eval indicates confirmation consistent with surgeons comments regarding kyphosis/osteoporosis as the cause of incident. Product was returned to pt, per pt request. Add'l lot number: 00677.